Event description:
It was reported that the device was not working anymore. The patient¿s device needed interrogation. There was a loss of therapeutic effect and no stimulation sensation. The therapy was no longer helping with the patient¿s urinary incontinence. The patient was no longer feeling stimulation. Some urodynamic testing was done in january. No outcome was reported regarding this event. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, product type: lead. (B)(4).